Event description:
Patient was injected in the nasolabial folds with radiesse dermal filler; two days post injection, she developed redness and pain on the left side of her face and blisters on the mucosal side of the upper lip.

Manufacturer narrative:
Patient was injected in the nasolabial folds with radiesse dermal filler and has developed redness and pain on the left side of her face and blisters on the mucosal side of the upper lip. She was seen three days post injection and prescribed clindamycin, bactrim and cipro. The patient had a series of vaccinations for over seas travel a few days previous to the radiesse dermal filler injections and has had a previous rhinoplasty which could cause a vascular occlusion. Dr does not know if the patient had an infection, a reaction to the vaccinations or a vascular occlusion, but after the patient was on the antibiotics for 48 hours, her symptoms resolved.